Event description:
The customer reported spo2 specifications in the examination room without sound. No vital signs sound for spo2 makes it difficult to continue working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported spo2 specifications in the examination room without sound. No vital signs sound for spo2 makes it difficult to continue working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.